Event description:
While running latron control, the customer reported a clear leak and vote outs on their coulter lh 500 hematology analyzer. The volume of the leak was reported as less than 1 ml and the leak was not contained. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were reported as a result of this event.

Manufacturer narrative:
The field service engineer (fse) found the tubing at pinch valve 42 was leaking air and clear fluid causing improper backwash of the secondary probe. The fse replaced the tubing at pv42 to resolve the leak. (B)(4).